Event description:
Information was received that a smiths medical tracheostomy tube had five cannulas of the lower shaft discolored and rough after two weeks of use. No reprocessing measures had been taken.